Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix mesh (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix mesh( device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #1). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol flat mesh(device #1) and an unspecified bard/davol composix mesh (device #2). The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh (device #1) and the bard/davol composix mesh (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol flat mesh(device #1) and an unspecified bard/davol composix mesh(device #2). The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh(device #1) and the bard/davol composix mesh(device #2) . The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with epigastric incisional hernia and right inguinal hernia thereby underwent open repair with the implant of composix mesh (device #1) for epigastric incisional hernia and mesh-dart (device #2), bard flat mesh (device #3) for right inguinal hernia. Per operative notes, ¿the anterior hernia sac was excised. A piece of bard composix mesh (device #1) was sutured beneath the fascia circumferentially for epigastric incisional hernia. Then, anterior hernia sac was identified, and internal ring was closed with a large mesh-dart (device #2) placed into defect and sutured circumferentially and bard flat mesh (device #3) was placed across the entire inguinal floor and sutured medially at the pubic tubercle and run along the rectus sheath and shelving edge of the inguinal ligament.¿ (B)(6) 2008 - patient had seroma in area of incisional hernia was drained and treated with antibiotics. (B)(6) 2009 - patient was diagnosed with infected mesh thereby underwent open repair with the removal of composix mesh (device #1). Per operative notes, ¿areas of granulation were excised down to the mesh and additional inflamed tissue was excised. The entire piece of composix mesh (device #1) which had previously placed, was excised. Sutures were cut and removed. The mesh was well healed into the fascia and was adherent to the peritoneum. There were some adhesions of omentum, which were taken down. A piece of biologic mesh was sutured beneath the fascia with interrupted sutures.¿ attorney alleged that the patient had abscess, adhesions, fistulae, infection, mesh migration, pain, hernia recurrence, seroma and emotional injuries.

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix mesh (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of composix mesh, patient was diagnosed with bacterial infection, post operative wound infection, seroma, fibrosis and adhesion thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists seroma, inflammation and adhesion as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". This supplemental emdr represents the bard/davol composix mesh (device #1). An additional supplemental emdr was submitted to represent the bard flat mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.